Manufacturer narrative:
This device hasn't been returned yet, so analysis cannot be completed.

Event description:
An incident was reported that on (B)(6) 2016 as the technologist was positioning the patient for a left breast cc image, using her right hand on breast to hold the position, she started to lower the compression paddle when the tube head fell to its lowest point. The technologist pulled the patient away with her left hand but wasn't fast enough to retract her right hand and it was hit by the compression paddle, she complained of pain in the wrist. The technologist was sent to the emergency room where she was examined by an orthopedic surgeon. She received a fractured wrist. In a follow-up report of 2/15/2015, the dealer reports the technician is back at work with just bruises and undergoing physiotherapy. The patient was slightly hit by the face shield on the hand and teeth, after the initial impact and calming down period, patient said she was fine and didn't need to go to the emergency room. In a follow up the next day, the patient said she feels good and has no complaints.